Manufacturer narrative:
Based on the claim against the product by the customer noting endoscope was switching angles, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to fail functional testing due to an electrical failure. In addition, the endoscope was noted with the laser marking damage on the housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting endoscope switching angles automatically, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate (B)(6) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope automatically switches angles. The target function also could not be used during the installation process. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope image would suddenly reverse, and the endoscope could not be controlled. There was no reversed control of arms or instruments. The 30-degree endoscope was installed in the down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via the user interface. The endoscope's adapter/base was still engaged/in-synch/attached. There was no damage to the endoscope adapter/base, and the endoscope was not manually rotated 180 degrees. The surgeon used a backup endoscope to complete the procedure. There was no injury to the patient.